Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer ended up in the hospital for low blood glucose levels. Customer stated that the health care provider needed to make an adjustment to the pump was not the issue. Customer stated that the issue occurred on (B)(6) 2014. Customer stated that her blood glucose levels went down to 35 mg/dl. Customer does not have the pump to verify the serial number. Customer stated that adjustments were made by her health care provided on the pump. Customer will be followed-up within 90 days. No additional info provided.